Event description:
Event description guidant received information that this pacemaker which had been implanted for one week had intermittent loss of pacing therapy following an as or an ap event. This was uable to be recorded on the device electrograms. It was found that this inhibition in pacing was due to farfield sensing.